Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 43 mg/dl. The customer stated that she had low blood glucose because she input her own basal rates due to high blood glucose. The high blood glucose reading was 400 mg/dl, which led her to change the basal rates. She stated that the insulin pump was new and had no settings in it prior to the event. She noted that when she woke up, she started having low blood glucose since she had programmed the device, which she was new to using. The customer treated with food, and the blood glucose reading rose to 62 mg/dl, then 78 mg/dl. She advised that she felt fine, and the blood glucose reading was 98 mg/dl by the end of the call. She declined troubleshooting for low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.